Event description:
It was reported to boston scientific corporation, in 2009, that a prolieve thermodilatation system, refurbished was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, the heat exchange cartridge did not fit into the console properly and had to be forced in. It was also then difficult to removed the cartridge from the console, and the cartridge incurred scratches from the attempts. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the returned device revealed an MDR-reportable malfunction of physitemp out-of-tolerance. The MDR is based upon the evaluation results.

Manufacturer narrative:
Code refers to difficulty installing and removing heat exchange cartridge. The suspect device, prolieve thermodilatation system, refurbished, was returned and inspected. It was confirmed that the heat exchange cartridge was difficult to insert, but seated properly once it was inserted. The heat exchange tower was adjusted so that the cartridge fit into it properly. Physitemp modules 1 and 2 were replaced due to an out-of-tolerance state, and the thermoelectric module required adjustment. The console then passed all functional testing.